Manufacturer narrative:
(B)(4). The rt212 adult inspiratory-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the five complaint rt212 breathing circuits were returned to fisher & paykel healthcare in (B)(4) for evaluation. Devices two to five of the circuits were from lot 140210 (manufactured 10 feb 2014) and device one was from lot 131210 (manufactured 10 dec 2013). Devices 1 and 2 were returned unsealed, while devices 3, 4 and 5 were still sealed in their original packaging. The circuits were visually inspected. Results: device1: a cut was found in the inspiratory limb, about 35 cm from the elbow. Device 2: a cut was found in the inspiratory limb, about 34 cm from the elbow. Devices 3-5: a cut was found in each of the packaging bags and each of the inspiratory limbs were found to be scratched. A lot check revealed no other complaints for the related lot numbers. Conclusion: the damage to the breathing circuits and to the circuit packaging appeared to have been caused by a sharp object. It is most likely that the circuits bags were opened with a knife or boxcutter and the circuits inadvertently damaged. The breathing circuits are packaged in boxes of ten and each box carries a warning against use of a sharp object when opening the packaging. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests the damage occurred after the products were released for distribution. Our user instructions that accompany the rt212 adult inspiratory heated breathing circuit state the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported via our distributor that five rt212 adult breathing circuits failed the leak test on a servo ventilator. This was found prior to patient use.